Manufacturer narrative:
Concomitant medical products: 2088, lead, implanted: (B)(6) 2016. 7122q, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a antibacterial absorbable envelope implanted with their cardiac resynchronization therapy defibrillator (crt-d) and developed an infection. Their system was explanted and new system implanted. No further patient complications have been reported as a result of this event.